Manufacturer narrative:
(B)(4). Eval codes: results: the report of ineffective stimulation was confirmed. One of the returned leads' stimulation end segment had 2 kinks in the outer tubing with all internal wires broken. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two scs leads with the same lot number. It was reported the pt underwent surgical intervention to explant and replace his leads due to ineffective stimulation. The ipg was electively replaced. The pt is receiving effective stimulation post-operatively.